Manufacturer narrative:
Title: gastric leaks management after sleeve surgery source: international journal of pharmaceutical research / jul - dec 2020 / vol 12 / supplementary issue 2. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed from 2013 to 2018 about gastric leaks management after sleeve surgery, 6 out of 2000 patient where the endoscopic stapler was applied, the following post-operative complications were reported: sepsis, gastric leaks and fistulas requiring reoperations, and staple line bleeding requiring reoperation.